Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call.

Event description:
It was reported that when rotating the c-arm on the 9800 system, there was a problem with the high voltage cable. No pt injury was reported.